Event description:
Report received from abbott international affiliate, abbott canada, stating: "epidural line came apart at the cassette." There is no report of any adverse pt event. No further info available.